Manufacturer narrative:
(B)(4). Concomitant medical products: ep-107825, e-poly 40mm maxrom lnr sz25, 762330; 650-1067, cer option type 1 tpr sleve +3, 376600; 650-1058, cer bioloxd option hd 40mm, 936160; 16-116058, rnglc+ ltd hole shell sz58, 109120. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00806, 0001825034-2019-00809, 0001825034-2019-00811, 0001825034-2019-00812. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced 4000 ml of blood loss during left hip revision procedure received 10 units prbcs, and 3 ffp intraoperative and postoperative. Patient was placed in intensive care unit due to hypovolemic shock, respiratory failure and required mechanical ventilation which was weaned and removed on pod 1.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.